Manufacturer narrative:
No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that, prior to a case, the site was trying to load a cd but it would not mount in the software. Technical services (ts) had the site enter the thunar command and the site could see the cd and its content in the file explorer. When the site tried to click on the contents of the cd, the cd still did not mount in the applications. The issue was resolved when the site used another cd. There was no patient present when this issue occurred.